Event description:
It was reported that (2) devices were used during a colon procedure. It was reported by the affiliate that the tsb45 instrument was fired after the second reload and the instrument would not staple. Another instrument was used to complete the case. There was no consequence to the patient.